Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy. No further information is available.

Event description:
Additional information received indicated the lead was still in service and no electrical malfunctions have been noted.